Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation. The irritation was described as red raised burning bumps. There was no alleged device malfunction contributing to the irritation. Use of the monitor was discontinued by a physician due to the irritation. Outcome of the rash is unknown.